Manufacturer narrative:
Correction: device expiration date and manufacture date were reported in the initial MDR 2243072-2018-01475. As unknown. However, the dates were included in the d tab and h tab respectively. Medical device expiration date: 04/30/2020 . Device manufacture date: 04/06/2016. Correction: it was reported with the use of the bd vacutainer® safety-lok¿ blood collection, the butterflies are defect, leaking on the adapter between the needle and the tubing. There were 50 occurrences reported but the date/time and or patient information is unknown. There was no report of serious injury or medical intervention. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and no issues related to the customer's indicated failure mode were observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection, the butterflies are defect, leaking on the adapter between the needle and the tubing. There were 50 occurrences reported but the date/time and or patient information is unknown. There was no report of serious injury or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection, the butterflies are defect, leaking on the adapter between the needle and the tubing. There was no report of serious injury or medical intervention.